Event description:
During a remote follow-up, undersensing episodes were observed on the device. Technical services was contacted for recommendations on resolution. No intervention has been completed. The patient is stable.